Event description:
Surgeon was attempting to secure tissue edges after resection of tissue with the selectable linear cutter 75mm. He applied it to the tissue and attempted to fire the staple load. It would not fire. Surgeon requested a regular linear cutter 75mm which was used without incident.